Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The marker lumen blockage was not confirmed as the marker lumen was successfully flushed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU), states: do not use the perclose proglide smc device or accessories if the packaging or sterile barrier has been previously opened or damaged or if the components appear to be damaged or defective. In this case, it is possible that under insertion of the device contributed to the reported no pulsatile flow from the marker lumen. The treatment appears to be related to the circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide device is being filed under a separate medwatch report.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted with two proglide devices using the pre-close technique via a 6fr sheath prior to a transcatheter aortic aneurysm (taa) interventional procedure. Initial flushing of the first proglide marker lumen prior to use was unsuccessful. Reportedly, the first proglide device was used in the patient and there was no obvious blood flow from marker lumen. A second proglide device was used; however a suture break occurred when the plunger was removed. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 22fr and the taa procedure was completed. Hemostasis was achieved with the successfully pre-placed of two proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.